Event description:
The patient was hospitalized for elevated blood glucose levels. The patient reported that she experienced hypoglycemia after a period of exercise and over-treated, resulting in the elevated blood glucose. The patient subsequently received ems treatment for hypoglycemia after being discharged from the hospital.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient has reduced her basal insulin delivery dosages and continued to use the pump with no reported subsequent events. If the device is returned, and evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.